Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12911, 2017865-2019-12912. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute cardiopulmonary arrest. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient experienced shortness of breath and swelling in the lower extremities and presented in hospital on (B)(6) 2018. The patient has a past history of hypertension, congestive heart failure, and dilated cardiomyopathy. The chest x-ray testing on (B)(6) 2018 noted the implantable cardioverter-defibrillator and leads were consistent with congestive heart failure. The patient was diagnosed with respiratory failure. The patient was admitted to the intensive care unit on (B)(6) 2018. Unfortunately due to the patient's poor condition, the patient expired on (B)(6) 2018.